Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "2- to 9-year outcome of stemmed total knee arthroplasty similar failure rates in patients when used primary or as a revision" by rudiger j weiss et al. Published by acta orthopaedica was reviewed. The article purpose: to study implant survival and functional outcome of patients operated with a constrained condylar knee or a rotating hinge implant as a primary or a revision total knee arthoplasty. The article reports: the authors evaluated both clinically and radiographically 65 surgical procedures with a mean follow-up time of 5 years. Most of the authors' patients were very satisfied or satisfied. In the majority of patients, all clinical and radiographical scores and measures improved post operation. There were 12 failures; 8 of which were deep infections. One of these necessitated a leg amputation. Three of these required complete implant exchange. Another patient required a patella component addition, one patient developed a haematoma, one patient suffered tendon injury, and another suffered from a periprosthetic fracture. There were two depuy implants used in this study and two competitor implants used and therefore accurate adverse event quantities are not able to be obtained. The location of the fracture was not specified and so both tibial and femoral components will be coded for fractures. Depuy products involved: pfc sigma tcii and s-rom noiles. Complications: infection (8), medical device implant removal (3), hematoma (1), tendon injury (1), fracture (1), surgical intervention (4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.